Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 was used to remove thrombus within a stent placed in the sma. Upon removal of the cat6 from the stent, the physician noticed that the cat6 was torn apart. Therefore, the physician required a snare device to retrieve the torn portion of the cat6 from the stent. It is unknown if there was an adverse effect to the patient.